Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturer reference number: 3008452825-2019-00530, 3005334138-2019-00586, 3008452825-2019-00540, 3008452825-2019-00541. Following completion of the procedure, the patient showed signs of hemiplegia. Less than 15 minutes later the patient had no further symptoms and magnetic resonance imaging (MRI) was negative for a cerebrovascular accident (cva). No intervention was needed and the patient was discharged in stable condition. There were no performance issues with any abbott device during the procedure.